Event description:
It was reported that the ilet issued an occlusion alarm while the user was wearing a contact detach infusion set (23 in, 6 mm), with a reported blood glucose of 205 mg/dl at onset and a highest value of 242 mg/dl; the alarm resolved only after a full supply change. Symptoms included hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention or hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed an infusion line occlusion that was resolved with replacement of infusion supplies. It was concluded that the event was attributable to an occlusion of the infusion set, which was corrected by supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.